Manufacturer narrative:
The field service engineer has been dispatched to the site for investigation of this issue and will determine root cause of this issue. A investigation summery will be included in a follow up report.

Event description:
A customer reported their epiq cvx ultrasound is having artifacts while using their x8-2t transducer during cardiac surgery. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate that there were cosmetic defects found with the x8-2t transducer. Based on the testing conducted, the cause of the reported problem was due to cable connector corrosion.

Event description:
A customer reported their epiq cvx ultrasound is having artifacts while using their x8-2t transducer during cardiac surgery. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.